Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashed and exhibited an "serious programmer error code." The programmer was rebooted and the radiofrequency (rf) header was reseated and another error was displayed that noted the rf head was not responding. The header was again reseated, the programmer was rebooted, and no issues were noted. The programmer remains in use. There was no patient involvement.